Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call that insulin leaked into reservoir compartment past the second o-ring. Customer reported that reservoir compartment was damaged. Customer's blood glucose was 403 mg/dl. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with no fluid or insulin noted on the insulin pump. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip, reservoir tube cracked, missing o-ring reservoir tube and cracked lcd window.